Event description:
It was reported that the customer had a high blood glucose but hospitalized. The patient's blood glucose level was 506 mg/dl. The customer contacted the health care provider for high blood glucose. The customer stated that they have a back up plan. The patient was treated with needles/pen. The customer declined to troubleshoot since he believed he identified the issue as a bent needle in the connector between the infusion set and reservoir. The patient wants to change his set and call back if he continues to have issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.